Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the therapy not working since the day they were implanted. Caller stated that the ins failed and this morning had a procedure to remove the device and start a second trial. Caller stated that their previous healthcare provider (hcp) couldn't tell them why the ins failed, so they left the practice and found a new hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarify the statement: "the device failed" stating that the patient stated that the therapy did not give them the proper symptom control. It didn¿t ¿fail." It didn¿t control their symptoms like the trial did and the patient believes this was because they had success on the left during the trial but had the permanent lead placed on the right for their first implant. This could have also been poor lead placement, but the rep didn¿t have access to see the x-rays from the previous provider. The patient underwent a full removal and then an advanced evaluation which was successful and ended up being a full implant after the 2 week trial. The original implant was on (B)(6) 2024 and the previous device full removal was (B)(6). The stage 1 lead placement (start of advanced evaluation/trial) was on (B)(6) and stage 2 implant was on (B)(6). The issue was resolved. When asked about the battery depletion they stated that was a mistake. The patient only had the battery for under a year at the time of removal. It wasn¿t dead, it just wasn¿t helping the patient¿s symptoms so they had it removed and trialed on the other side-left side (the side they said they responded better on during their original pne). The system with the issue was removed and then trialed successfully and replaced. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient just underwent a replacement since their battery had died and the physician decided to do the replacement and move lead to the left side. It was noted that it is very common to tell the patient ahead of time that the side cannot be determined prior to the surgery due to relying on motor testing and x-ray during the procedure. Surgery with x-ray and motor testing placing a new permanent lead is usually the most reliable source.